Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's left eye. There was excessive vaulting associated with elevated iop, narrowing of the angle. There is pigment dispersion, pupil is dilated and fixed and loss of bcva 20/40 and blurred vision. Topical steroids given for two weeks to treat fibrinous membrane. Iop started to rise again. Lens remains implanted.

Manufacturer narrative:
(B)(4).